Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient pump "had broken in back", then she states "stomach" on unknown event date. The patient had been in pain for a very long time and a surgery was performed on (B)(6) 2018. The patient was having problems with the new device. She was getting pain under the pump starting on (B)(6) 2018 like someone was trying to notify her or check her pain. Earlier when she was at the doctors she had a pain underneath where the pump is located in her back and then another in her left leg which "nearly sent her through the roof". The pain she was feeling was first tenderness of the surgery. A week after the surgery was when she noticed the pain was getting worse. She got the staples out a week later. The doctors felt that she may have an infection in her back where the new device was and therefore a cat scan was performed. She also had stat blood work and ultrasound done, but nothing had been confirmed. It was further reported that the patient could barely walk. No further complication was reported.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter - changed to intervention required from other: infection. Patient codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient could barely walk referred to chronic leg pain that was unrelated to the device. There was no infection. The catheter had failed and was replaced. There were no further complications reported at this time.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter, ubd: 2012-12-11; UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated the catheter was replaced on (B)(6) 2018, the previously reported surgery date. Clarifying information regarding the catheter failure was not known by the managing hcp. The replacement catheter was working appropriately. No further information was provided.